Event description:
Patient with heart failure, on milrinone infusion. Patient complaining of shortness of breath. Upon investigation rn noted that the milrinone infusion was leaking onto the bed. A small crack was noted in the tubing at the luer-lock end of the tubing. The tubing was the baxter non-dehp micro-volume extension set - 36 inches in length. Staff state that "this occurs frequently."